Manufacturer narrative:
Olympus followed up with the user facility for additional info regarding the reported event, and was informed that the phenomenon occurred when the physician had cut ligament. The sonosurg scissors referenced in this report were returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the tip of the sonosurg probe was detached. The device was fractured 17mm from the distal end. The production record for the subject device was reviewed, and no anomalies were identified to have occurred during the mfg process. While the exact cause of the user's experience cannot be conclusively determined at this time, user handling cannot be excluded as a contributory factor. The instruction manual states: warning: do not activate output unless the grasping section is holding tissue. Stop output immediately after cutting the tissue. Do not activate output while twisting the instrument when grasping hard or thick tissue.

Event description:
The user facility reported that during a therapeutic hysterectomy, the tip of the sonosurg probe broke off and fell inside the pt. The physician successfully removed the broken piece from the pt's uterus with the use of an unidentified device during the same procedure. The pt was discharged from the hospital after 10 days from the procedure. There was no pt harm reported.